Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 23 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer last changed her infusion set the night prior to the event. The customer was disconnected during priming. The customer stated that she sometimes removes the reservoir from the insulin pump without disconnecting the infusion set from her body. The customer was advised to always disconnect the infusion set from her body prior to removing the reservoir from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.